Event description:
A healthcare professional reported that following an impantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was removed and replaced at a later date for a shorter length lens. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Claim #(B)(4).